Manufacturer narrative:
The investigation for the vascular damage/gi bleed has been completed. The product was not returned for investigation. Per the clinical information provided, the retroperitoneal bleeding occurred on the fourth day, but no other information regarding the incident was provided. The root cause of the vascular damage issue was not determined due to insufficient clinical information and unknown relation to impella. B.7 revised as information was inadvertently omitted from the initial manufacturer device report number 1220648-2023-05278. D.6a and d.6b revised from the initial submission of manufacturer device report number 1220648-2023-05278 in accordance with updated procedures. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2023-05278 and should not have been. G.1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report 1220648-2023-05278 was submitted. H.6 code 925 was added since the initial manufacturer device report number 1220648-2023-05278 was submitted in accordance with updated procedures. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report number 1220648-2023-05278 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.

Event description:
The user facility reported a 73-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Following impella implant, the patient developed a hematoma at the insertion site. Manual pressure was applied to resolve the noted condition. Roughly four days after implant, the patient also experienced a retroperitoneal bleed. Anticoagulants were stopped as a result of the noted condition. Support with the implanted pump was maintained throughout the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/pos, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿